Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An underwater pressure leak test was performed and a leak was noted at the central port of the bag where a needle hole was evidenced on both sides of the bag. The reported problem was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2l eva bag presented a leak. The leak was discovered during setup and before patient use. There was no patient involvement. No additional information is available.